Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they had a patient who was hooked up to the pump and about 2 hours after, they called that it was leaking. The patient came back in and the pump was saturated. The patient's port dressing was also noted to be not intact and had moisture under dressing on the skin. The patient was disconnected, and the pump was inspected. The reporter that disconnected the pump also mentioned that pump alarmed even after turned off and was unable to get the pump to turn back on. The pump did not stop alarming until batteries were taken out. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.